Event description:
Patient's lead was confirmed to be broken via x-ray. It was reported that the lead wire was broken near the beginning of the strain relief bend. Treating neurosurgeon indicated that he did not believe that the break was due to a fall, even though the pt falls often. The pt underwent ncp system replacement surgery, at which time both the lead and generator were replaced. The explanted products were reportedly discarded and will not be returned for analysis. It was reported that the generator was replaced due to end of service.